Manufacturer narrative:
Additional narrative: a manufacturing evaluation was completed: the breakage of the plate occurred at the fifth proximal plate hole close to the area of the bone fracture. The golden anodized plate is made of pure titanium. The examination of the raw-material inspection sheet of the supplier and the manufacturing documents of the producer showed no deviation in relation the chemical composition, microstructure and mechanical properties. The material for the plate is in compliance with the international standards. The dimensions of the investigated plate (as far as measurable) were checked using a digital sliding caliper and found to be in compliance with the technical drawing of the producer and ao/asif specifications. Macroscopically the fracture surfaces look fissured. When the proximal fragment is viewed laterally, the crack started at the upper surface of the plate in the perpendicular direction and turned after a short distance into an oblique fracture direction. On one fracture surface, it turned to the opposite direction at the end of the fracture. When examining the proximal fracture surfaces of the plate using the scanning electron microscope (sem), the areas of the fracture initiation and fracture behavior were identified. The crack started at the upper side of the plate and ran into the material. At a higher magnification, fatigue striations were observed at the crack propagation zones. Each striation represents the successive position of an advancing crack front and they originate from cyclic loads (load and unload during walking). The presence of these striations is a clear indication of a fatigue process. The fracture surfaces showed mainly a mixed fracture of a structured fracture and fatigue striations. Structured breakage is typical for a fatigue fracture in pure titanium and indicates moderate loads. The area with shearing dimples corresponds to the residual forced fracture zone. Sem observations and findings showed that the plate failure was caused by fatigue and overload. Based on the topography of the fracture surface, we can conclude that the implant was subjected to moderate dynamic bending loads (one sided) and probably also torsional loads (oblique fracture). Constant alternating load cycles over a long period of time (during walking) led to the fatigue of the material, then to a first crack and finally to the overload respectively to the fatigue fracture of the plate. The plate could not resist the applied force which finally led to the material overload/fatigue failure. Post-operative activities of the patient may have played a certain role too. A failure resulting from either a material defect or the manufacturing process can be excluded. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient weight is unknown. Date of postoperative break is unknown. The original implant procedure was on an unknown date in (B)(6) 2014. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn as no product was received. Device history review: manufacturing location: (B)(4) - manufacturing date: october 4, 2010. No non-conformance reports were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a locking compression (lcp) broad plate was found to be broken at the patient¿s femur. The patient reportedly heard a sound on (B)(6) 2015 and subsequently began experiencing severe pain and a decrease in mobility (unable to walk). X-rays taken on an unknown date at the hospital duchess of kent confirmed that the plate had broken into two (2) pieces. The original implant procedure was done at a different hospital on an unknown date in (B)(6) 2014. The patient¿s daughter reported that her mother had been compliant with the regime recommended by the physiotherapist and only walked short distances. A wheelchair was employed for longer distances. The patient was scheduled for an explant procedure on (B)(6) 2015. The procedure reportedly went well with no surgical delay. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
(B)(4): date returned to manufacturer, received the broken plate part # 426.641 / lot # 2652159subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.